Event description:
(B)(4). These are all of my side effects since getting essure (B)(6) 2014. I had none of these before essure: instant weight gain lose weight but stomach never changes, constant headache, heart palpitations flutters, rapid tooth decay, pelvic pain, joint pain, swelling hands feet legs, muscle spasm feel like vibration in bones, hair loss, back pain / muscles, anxiety, pain in replaced hip area, insomnia, night sweats, fatigue extreme, acne cysts, rashes, vaginal itching with no infection or bacteria, numbness arms, nausea vomiting, shaking, memory fog.